Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing and stated that while using the device at night it stops working and she has to put it back on whenever it does that. The patient also alleged that the device was noisy. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.